Event description:
A site representative reported that, while in a cranial resection procedure, the navigation system would not advance in the software from the set-up screen to the navigate screen even though the patient had been successfully registered using tracer. Several reboots and exit to software were attempted during troubleshooting. The site was able to bring in another medtronic navigation system to continue the procedure. The surgeon completed the procedure with the use of the other navigation system after a 15 minute delay. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight field not sufficient to hold all digits, should read: (B)(6). A medtronic representative performed a navigation system check-out and found the system was very slow. The medtronic representative found the system to be at 76% memory usage. The medtronic representative deleted all unnecessary exams and checked several logs and core files that had partial exams not visible in the regular software. These partial exams were deleted and the memory usage was brought down to 29%. Remainder of checkout performed (including multiple o-arm spins), and system functioned normally and without issue. A medtronic representative, following up with the site, reported that the system has been used successfully for several cases without issue.